Manufacturer narrative:
It was reported that the monitor protection cap was broken and that the patient was experiencing power switching events. One controller, (B)(4), and six batteries, (B)(4), were returned. Two batteries, (B)(4), were not returned. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the controller and non-returned batteries' manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller passed functional testing but failed visual inspection due to that the serial port data cap was missing. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), in use during the event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). The most likely root cause of the missing serial port cap can be attributed to the handling of the controller. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4): heartware has opened an internal investigation to address momentary disconnections. (B)(4): heartware® ventricular assist system - battery, device evaluated by MFR: yes, labeled for single use: no. (B)(4): heartware® ventricular assist system - battery. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4): heartware® ventricular assist system - battery. Device returned for eval: no. Device evaluated by MFR: no, not returned to manufacturer. Labeled for single use: no. (B)(4): heartware® ventricular assist system - battery. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4): heartware® ventricular assist system - battery. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4): heartware® ventricular assist system - battery. Device evaluated by MFR: yes. Device MFR date: 24-sep-2015. Labeled for single use: no. (B)(4): heartware® ventricular assist system - battery. Device returned for eval: no. Device evaluated by MFR: no, not returned to manufacturer. Labeled for single use: no. Heartware® ventricular assist system - battery. (B)(4)/ catalog number 1650de / expiration date 29-feb-2016. Device evaluated by MFR: yes. Device MFR date: 03-feb-2015. Labeled for single use: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4), received: 04/27/2017. (B)(4), received: 04/27/2017 mfg. Date: 06/13/2016. (B)(4), received: 04/27/2017 mfg. Date: 09/24/2015. (B)(4), received: 04/27/2017 mfg. Date: 09/24/2015. (B)(4), received: 04/27/2017. The following battery was added to the complaint: (B)(4) 1650de exp. Date: 09/30/2016 mfg. Date: 09/25/2015 received: 04/27/2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - exp. Date: 09/30/2016 - UDI #: (B)(4). (B)(4) - 1650de - exp. Date: 09/30/2016 - UDI #: (B)(4). (B)(4) - 1650de - exp. Date: 06/30/2017 - (B)(4). (B)(4) - 1650de - exp. Date: 09/30/2016. (B)(4) - 1650de - exp. Date: 09/30/2016 - UDI #: (B)(4). (B)(4) - 1650de - exp. Date: 03/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The serial/data port cap is used to protect the controller serial port is not in use. This port is used to connect the controller to the monitor during the download of the data from the controller to the monitor and during changes to the controller's operating parameters. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In addition, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that a male patient born in (B)(6) experienced power consumption issues associated with his controller and battery switching involving six of his batteries on a number of occasions. In addition, the site reported that the controller's serial port cap was broken. The site reported that they felt that the power switching events represented a risk of the pump stopping. Therefore, the controller and all of the patient's batteries were exchanged with no reported patient injury. The site reported that the exchange of these devices resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.